Event description:
It was reported that patient enrolled in a clinical study and underwent a right total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2012 due to infection and the knee components were removed and replaced with cement spacers. On (B)(6) 2012 patient underwent an irrigation and debridement procedure due to wound drainage status post radical debridement the cement spacers were removed on (B)(6) 2012 and a biomet total knee system was implanted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Date of event - unknown; product identification and expiration date - unknown; date implanted - unknown; date explanted - unknown; manufacture date ¿ unknown.